Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no related history. The event history log review identified a motor rate error. The customer issue was confirmed through the occlusion test. The device is repaired by replacing the left and right clutch, worm gear, worm coupling and motor. The motor was replaced. The left and right clutch, worm gear, worm couplings were also replaced since they were the root cause of the issue. The device passed all testing after the repairs and is fully functional.

Event description:
The customer returned the product for pump is running but switches back and forth on error messages and gives a sound before failing and giving error messages. During device evaluation, a motor rate error was identified. There was no patient involvement.